Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "incorrect assembly operation / components placement / accessories(incorrect assembly)". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tray had alcohol wipes which were found to be dry. Per follow up via phone on (B)(6) 2021, customer was unable to provide any additional details, but added that there was kink in the tubing on both ends of 2 drainage bags that were received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tray had alcohol wipes which were found to be dry. Per follow up via phone on 09apr2021, customer was unable to provide any additional details, but added that there was kink in the tubing on both ends of 2 drainage bags that were received.